Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided the cleaning sterilization and disinfection (cds) processes and the results of the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the pre-cleaning process. Manual cleaning: pre-soaking was performed. Leak testing was performed and passed. The detergent used for manual cleaning is anios. The brushed points were the instrument/ suction channel, suctions cylinder, instrument channel port, balloon channel and forceps elevator. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end is brushed with a channel-opening brush and maj-1888 (or corresponding. The distal end was flushed with a maj-2319 (distal end flushing adapter) disinfection: the device was rinsed before manual disinfection. No further information was provided on manual disinfection. A wassenburg automatic endoscopic reprocessor (aer) is used with wassenburg detergent and endohigh disinfectant. The concentration and expiration date of the disinfectant is controlled. The water quality of the rinse water is controlled by use of a water filter. The water filter is replaced periodically in accordance with the IFU. Storage: the device is dried with filtered compressed air and stored in a plasmabag. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the positive culture could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation of the foreign material, the material could not be identified and a definitive root cause of why the foreign material remained could not be determined. However it is likely that the foreign material could not be removed due to physical damage of the device as the scope connector was scratched. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for 10 colony forming units (cfus) of various microbes. The air/water channel tested positive for 4 cfu of various microbes, the suction channel tested positive for 2 cfu of various microbes, the biopsy channel tested positive for 2 cfu of various microbes, and the distal end tested positive for 2 cfu of various microbes. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The hygiene microbiological investigation report indicated the channels of the scope were cultured and all channels tested positive for 1 colony forming unit(cfu)/100ml of micrococcaceae. The canal distal end tested positive for less than 1 cfu/ 100 ml of microorganisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the insertion bending section cover glue was separated, the connector was broken and there was a white foreign material attached in the connector. This event is under investigation. A supplemental report will be submitted upon receiving additional information.